Event description:
Refrence number (B)(4). Event occured in austria. It was reported that the patient experienced an event of the adhesive not adhering on (B)(6) 2026. No further information is available